Event description:
It was reported that the insulin gauge was inaccurate, and that an empty cartridge alarm occurred while the cartridge was not empty. Customer reloaded the cartridge and loaded a new cartridge in attempt to resolve the issue. Customer¿s blood glucose level was 300-350 mg/dl, which was reported as "high". The customer received 3rd party assistance from hcp, who administered a correction injection to address bg. The customer reverted to multiple dose injections for insulin therapy, and a replacement pump was sent.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.